Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged one day after the implant. The doctor tried to repostition the lead, but it was unsuccessful. Also there was tissue ingressed on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.